Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain and implant wear of the insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 14 january 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, there is no new information that would change the existing MDR decision. The complaint was updated on: 28 january 2016.

Manufacturer narrative:
Conclusion and justification status: hospital reported to nca: "pain after knee-tep. Procedure was done in another hospital. Radiologically an asymmetric joint space with medial joint space reduction as a hint to asymmetric pe wear was seen. Intraoperatively the inlay showed increased medial wear. Wear synovitis is suspected (histology material was taken)." Conclusion and justification status: following investigation by bioengineering, notification was received that: it was unlikely that a manufacturing defect was present, no corrective action is required. Post market surveillance is per (B)(4). The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as required. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.